Event description:
Healthcare professional reported via nbir ¿suspected/actual rupture/deflation, correction of asymmetry¿. Record is for left side. Device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Additional, changed, and/or corrected data: a3a, a3b, b1, d3, e1, e2, e3, g1, h11.

Event description:
Healthcare professional reported, via nbir ¿suspected/actual rupture/deflation., correction of asymmetry¿. Record is for left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.